Event description:
It was reported that the ventilator's user interface holder broke. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation for the reported event has finalized. The event occurred on one of the demo unit, used by the country sales officer at the sales and service unit. Information provided by our field service engineer is that a rotary brass-guide that is mounted in the arm where the user interface seats, got accidentally damaged during transportation. Our field service engineer repaired the arm and the user interface is now moving properly. Our conclusion is that the most likely cause is that the ventilator was not handled according the instructions of the user manual.

Event description:
(B)(4).